Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicaps had presented with cracks. This was reported during use of the device. The crack was described as a small slit. During follow up, it was reported that the minicaps had been on the transfer set before discovering the crack. The patient did not report any damage to the packaging. The patient did not have difficulty applying the minicaps. The transfer set was replaced as a precaution due to the cracked minicaps. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing date: 07/14/2017 - 07/21/2017. The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and a crack was observed on the minicap. The sample was cut open and the unit was observed to have damage at the positive stop of the minicap. The unit was underwater pressure tested at eight (8) pounds per square inch for ten (10) seconds with bubbles observed. After evaluation, it was determined that the crack on the unit was a through crack. The reported condition was verified. The cause of the event is user error. Should additional relevant information become available, a supplemental report will be submitted.